Event description:
It was further reported that during the index procedure lesion 1 was a bifurcated lesion and was treated with thrombectomy. The stents were placed overlapping distally. During the staged procedure, the physician treated the lesion in the 1st diagonal with predilatation using a 2.50 x 15 mm non bsc balloon, which resulted in the dissection. The previously reported lesion in the left anterior descending artery was located in the proximal portion of the vessel. At the time of the event, the patient presented with left sided chest pain associated with nausea and shortness of breath and was hospitalized on the same day. ECG performed on the same day revealed normal sinus rhythm with no acute ischemia or infarction pattern. Troponin level was found to be elevated consistent with the protocol definition of a myocardial infarction (10.25 ng/ml; uln 0.04 ng/ml;). Considering the small caliber and distal disease, the patient was recommended to be treated medically. The patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). Same case as 2134265-2012-01531; 2134265-2012-01532; 2134265-2012-01536. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. Lesion 1 was located in the 1st obtuse marginal with 95% stenosis and was 48 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 32mm and 2.75 x 16mm taxus liberte stent. Following post dilatation, residual stenosis was 0% the next day, the patient returned to the cath lab for possible stenting of the left anterior descending artery as part of a staged procedure. Coronary angiography revealed 70% stenosis in lad and 95% stenosis in the 1st diagonal. Lesion 1 was located in the 1st diagonal with 95% stenosis and was 24mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with predilatation, which resulted in grade b dissection. The dissection was treated with the placement of a 2.50 x 24 mm taxus liberte and post dilatation with 0% residual stenosis. Lesion 2 was located in proximal left anterior descending artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with placement of a 3.0 x 16 mm taxus liberte stent and post dilatation with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented after experiencing a myocardial infarction and was treated with medications. The event was considered to be resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).